Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 08, 2019 - october 09, 2019. H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion; further described as "medication remained in the bladder". The device was filled with unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.